Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7206197

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a hematoma and paralysis from the neck down after the trial leads were removed. The patient went to the emergency room and has since seen a neurologist to address these symptoms. The patients spinal cord injury remains. No further information was able to be obtained despite good faith efforts.